Manufacturer narrative:
This supplemental report is being submitted to provide additional information. A review of the full article (attached) was completed. The article references the directive issued by the FDA to the three main gi (gastrointestinal) endoscope manufacturers, olympus being one, to conduct post market studies to sample and culture reprocessed duodenoscopes that are in clinical use to learn more about issues that contribute to contamination as well as a human factors study to assess whether trained hospital staff are following reprocessing instructions. Olympus documents and investigates all complaints from study sites that report positive cultures after reprocessing. The investigation includes return of the device for testing and evaluation as well as an evaluation of the user facility's reprocessing practices and reprocessing in-service training. Per evis exera ii tjf type q180v reprocessing manual: ¿proper storage procedures are as important as proper reprocessing procedures in maintaining good infection control practices. Be sure that the endoscope storage cabinet is properly maintained, clean, dry, and well ventilated. All equipment must be thoroughly dried prior to storage. Microorganisms proliferate in wet/moist environments¿. - attachment: [c19195953.pdf]

Manufacturer narrative:
An investigation is ongoing to obtain additional information regarding the FDA study report. Since only an abstract portion of the article was received gi scope¿s manufacturer/model and serial number are unknown.

Event description:
The service center received an abstract article titled ¿impact of wet storage and other factors on biofilm formation and contamination patient-ready endoscopes.¿ according to the author, a 2019 food and drug administration report indicates that the clinical studies undertaken by the 3 main gi endoscope manufacturers demonstrated that 5.4% of patient-ready duodenoscopes continue to culture positive for high-concern organisms. The article states that the root cause(s) of this persistent contamination are poorly understood. The objectives of this review included: (1) the impact of inadequate manual cleaning, and inadequate drying during storage on the formation of build-up biofilm in endoscope channels, (2) the impact of de-foaming agents used during patient procedures on drying efficacy, (3) the data showing the importance of build-up biofilm on persistent microbial survival, and (4) potential impact of implementation of a quality systems approach in gi endoscopy reprocessing. Impact of wet storage and other factors on biofilm formation and contamination of patient-ready endoscopes: a narrative review alfa, michelle j. Et al. Gastrointestinal endoscopy, volume 0, issue 0 https://doi.org/10.1016/j.gie.2019.08.043.